Event description:
It was reported that the patient felt no stimulation. It was stated that the patient could not communicate with their programmer. It was noted that the patient stated "it served no purpose every time I hurt it was a stone or something else." The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v120752, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).

Event description:
Additional information received on (B)(4) 2013 noted that the cause of the event was unknown. The patient was currently on amplitude 3.6 and program # 3. No surgical intervention occurred. On (B)(6) 2013, the patient's program was switched to program # 3. Signs and symptoms included decreased sensation of device. Hospitalization was not required. There was no patient injury.